Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model and lot # which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation will not be performed. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received.

Event description:
On (B)(6) 2016, a patient in (B)(6) experienced growth of granulation tissue at the percutaneous endoscopic gastrostomy (peg) site. It was recommended to clean and ventilate the stoma area along with the superficial use of nitrate argent. The daughter reported that since (B)(6) 2016, the granulation tissue has deteriorated and patient has skin irritation around the stoma area. The gastroenterologist suggested to use nitrate argent superficially once a day for four days. Cauterization was recommended if granulation tissue persists. It was reported that patient was admitted to the hospital, had fever, and was treated with antibiotic tavanic. On (B)(6) 2016, patient was discharged from hospital as recovered from fever and was started on augmentin 1000mg twice a day for five days. The patient has recovered from granulation tissue; however, appeared pimples around the stoma. The patient was instructed to contact the dermatologist for further treatment if needed. It was reported that the patient had symptoms of pneumonia. Augmentin was prescribed to treat pneumonia and not the granuloma, it is unclear if antibiotic tavanic was used to treat granuloma or pneumonia. This event is being reported as it is not clear if antibiotic tavanic was used to treat granuloma.

Manufacturer narrative:
(B)(4). A batch record review was performed for the lot number provided, and no non-conformances or deviations were identified. No defect, deficiency, or malfunction of the abbvie peg tube was described. The batch record review did not identify any probable or root causes that would contribute to the patient¿s condition. No corrective or preventive actions have been identified at this time. Stomatitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed. Manufacturer of j tube is abbvie inc.